Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. The customer stated that there was a delay in patient care. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device drawer 5.2 was not detected on bus. The field service engineer fse removed the back panel and found the retractor band cable physically damaged and partially exposed. The fse replaced the retractor band cable and inspected the circuit boards for any additional damage none was detected. The drawer was reinstalled and the hardware diagnostic application hda test passed successfully. The fse checked all connectors adjusted the retractor bands and removed debris resolving the issue. The system functioned as intended after the field service engineer repaired the device.